Event description:
It was reported that while the device was being evaluated for trade-in, there were metal shavings coming from the bushings when pulling the ram back. There was no pt involvement and no adverse events reported.

Manufacturer narrative:
The reported comment was duplicated. During the functional inspection, the device was found to produce metal shavings from the t-handle area. Based on the findings of the functional inspection, the metal shavings from the t-handle area. Based on the findings of the functional inspection, the metal shavings were most likely coming from the ram bushings. Bur that form on the t handle rod teeth catch on the soft bushing and can pull flakes or metal debris from the bushing.